Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarms. The customer's blood glucose levels were 217 mg/dl at the time of the incident. The customer stated that the insulin pump alarm reoccurred. Troubleshooting was provided for the insulin pump error alarm. The insulin pump will return for analysis. It was not stated if the auto mode feature was in use.

Manufacturer narrative:
Device passed self test and displacement test. Software error detected found in the pump history. Problem isolated to electronic assemblies. The motor arm cannot communicate with the main armalarm noted in the formatted history file due to software error.